Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. Pump passed the delivery accuracy test pump downloaded properly to the carelink pro software noted. Pump had cracked battery tube threads and cracked reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 300 to 400mg/dl and indicated that the pump was under delivering insulin and the pump stops insulin delivery by itself. Customer indicated that their doctor has not been contacted and their blood glucose value was 122mg/dl at the time of the call. Troubleshooting was performed and found that the customer forgot to change the pump for daylight savings time. The pump passed the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.